Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are 2 medical device reports for this event. This report is for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol) the patient experienced explanted intraocular lens, with a reason of undesired visual quality and monocular diplopia. Post implantation after one year six months the lens was replaced with other lens. Additional information was requested.